Event description:
Healthcare professional reported right side pain and implant retraction. Patient feels intense discomfort, hardening and swelling in breasts, anguish and emotional suffering due to the cancer diagnosis (colon cancer history), fatigue, constant pain that radiated to the arms, with a significant reduction in vitality and directly affecting the basic routine, anxiety, peri-implant fluid around the right breast, breast implant-associated anaplastic large cell lymphoma (bia-alcl)and capsular contracture baker grade ii. Device has been explanted. Histopathological markers cd30+ and alk- have been received. Treatment: device explant, capsulectomy en bloc.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2017, (B)(6) 2018, and (B)(6) 2018. Continued h.6. Health effect- impact code: f2203, f2201. Date of alcl diagnoses: (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphoma-alcl, implant retraction.